Manufacturer narrative:
Two coil breaks were identified in analysis. Device failure occurred but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a vns patient underwent revision surgery due to high lead impedance. The vns therapy system was explanted and replaced. Further follow up with the treating neurologist revealed that the patient had begun experiencing an increase in seizures prior to the revision surgery. The explanted lead and generator were returned to manufacturer. Product analysis was completed on the lead portion returned. Lead discontinuities were found on the returned portion of the lead. Extensive pitting and mechanical damage was noted on one of the lead breaks, for which the fracture mechanism could not be determined. The other lead break was found to be a stress induced fracture with a torsional twist. The exact cause for the lead breaks remains unknown. The likely cause for the reported high lead impedance event is the lead discontinuities. Product analysis on the generator revealed no anomalies.